Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule partially open, visual analysis showed the deployment knob components are partially separated. The deployment knob components tabs are both still intact. The deployment knob appears to retract and advance the capsule despite the components being partially separated. The trigger moves to fully advance and retracted positions and locks in place when released despite the deployment knob components being partially separated. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. A 1 mm gap is present between the distal edge of the capsule and the catheter tip. The capsule appears intact with no evidence of damage. The inner member shaft appears intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. An image submitted by the account shows the actuator separation. The dcs was returned and evaluated by medtronic; visual analysis confirms that the actuator is partially separated. There was no other evidence of damage on the dcs. Actuator separation typically occurs due to failure of one or both snap fit tabs holding the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the blue handle of this delivery catheter system (dcs) broke. The package was perfect. There was no patient contact with the dcs.